Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/apr/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is capsular contracture, baker grade iii and pain. The events of capsular contracture and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having had left side moderate breast pain, and capsular contracture, baker grade iii. There is no indication of treatment. Device remains implanted.